Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy, occlusion limits and alarm functions were tested successfully and comply with the product specification. No malfunction of the device could be observed during the iu investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: nothing unusual was found in the device history that could have contributed to the problem mentioned by the customer. All by the customer programmed bolus and basal rates were successfully delivered by the pump. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported experiencing erratic blood glucose level for 2 months; exact blood glucose level was not provided. Patient's normal blood glucose range was not provided. Patient stated her diabetes specialist checked and changed the basal rate; no success. Patient reported she and her diabetes specialist think the infusion device inaccurately delivers insulin. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.